Manufacturer narrative:
Other relevant device(s) are: heli-fx guide s/n: unknown; use by date: unknown; upn unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx endoanchoring system was used in the endovascular treatment of the patient. It was reported 2 days post the index procedure the patient was diagnosed with pneumonia with symptoms of post operative fever and dyspnea. The patient received intravenous medication and the event was resolved. Per the investigator the cause of the event is related to the index procedure. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.